Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead and device exhibited low out-of-range (oor) pacing impedances of less then 200 ohms. Programming was changed however ultimately the lead was explanted and replaced without incident. To date, no additional adverse patient effects have been reported.